Event description:
It was reported that pump issued cartridge alarm 30 that did not occur during load process and had been reported previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided storage mode and return instructions for problematic pump, confirmed shipping details, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.